Manufacturer narrative:
The customer inadvertently filled the wrong wash solution into the wrong container. Wash solution a contains sodium azide and saline used to wash and rinse the inside of the probe. Wash solution b is used to wash the outside of the probe. Wash solution b contains a detergent, which could also have a lysing effect, destroying the red cells in a reagent product. The customer reported that the container in question was cleaned and replenished with the appropriate wash solution. The customer indicated that qc testing passed with acceptable results. The customer repeated testing of all the samples that may have been affected and reported no discrepancies were noted. Incident occurred as a user error. The customer has not logged any similar complaints against this instrument since this incident. Incident is isolated. (B)(4).

Event description:
The customer reported that they inadvertently filled wash solution a and b containers with wash solution a fluid and performed patient testing on the ortho provue analyzer. Samples were processed with only wash solution a/ the customer reports that the night shift tech did perform qc testing on the provue system and no discrepancies were noted, and qc passed. The customer did not have specific details if any incorrect or erroneous results were reported. An incorrect wash solution used during testing may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.